Event description:
Customer reported that 20 erroneously low sodium results were generated by the unicel dxc 600 synchron system. The clinician questioned the validity of the results. The samples were retested and corrected reports were issued. There was no change to the pts' care or treatment related to this event. There are no reports of any serious injury or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse decontaminated the system and replaced several ise (ion-selective electrode) module parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.